Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump emitted a double beep for no cassette or cassette lock worn during testing. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the latch lock worn; the tamper seal was intact. There was evidence of the reported error in the event history log. The reported problem was not duplicated during the investigation. However, multiple high-pressure messages in the event history log were found which pointed to the downstream sensor and latch lock assembly as being defective. It was therefore recommended replacing the downstream sensor and latch lock assembly as preventive action. The root cause of the reported issue was unknown. The product is 20 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: correction: d4: model number: 6400.